Event description:
It was reported that the device had an error code 46510. The event occurred during testing. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the insertion of batteries after the ac was plugged into the outlet. Preventative maintenance was performed to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.